Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed that the lens was torn and explanted the iol from the eye. The device was explanted and exchanged during the original surgery session without any injury to the patient. The device was retained and returned to rayner for evaluation. Product return inspection was carried out on 08-september-2023. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that one of the movable flaps was partly open, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. The lens was returned separate to the device and found in the blister tray. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification. No damage to injector. On inspection of the returned lens, the trailing haptic was found to be broken and a tear on the left side of the optic. To facilitate further testing of the injector, the injector was re-assembled with a new plunger. 1x rayone aspheric rao600c +21.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. While product inspection confirmed the event as reported, from the testing performed we were not able to replicate the event as reported. Product testing performed confirms that the device performs as intended. No fault of the rayner injector was found. The incomplete closure of the flaps may be a contributory cause of the lens becoming damaged. Our review of production records for the rayone aspheric rao600c batch 023209990 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 023209990.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation in the eye the healthcare professional observed a tear on the lens necessitating iol explantation.